Event description:
A malfunction on the pump was reported, but no notable events occurred prior to the issue. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer with resetting the pump and provided information on handling the malfunction code. The customer was able to continue using the pump without further issues and was advised to contact support again if the malfunction code reappeared, which the customer acknowledged.